Manufacturer narrative:
(B)(4) date sent to the FDA: 12/21/2016. Additional information: malfunction. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the lot number. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unspecified robotic hernia procedure and barbed suture was used. The needle popped off of the suture while pulling it through tissue. The procedure was completed with another like device. There were no patient consequences reported.